Event description:
It was reported that after the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 2 cm in size and located in the right upper lobe posterior segment 1.3 centimeters from the pleura. Instruments used for the biopsy included a 21g flexision biopsy needle, compatible forceps, a cytology brush, and bronchoalveolar lavage was performed. The procedure was completed as planned with no delays. A post-procedure chest x-ray detected a large pneumothorax, and a chest tube was placed to resolve it. The patient complained of shortness of breath. The pneumothorax resolved the next day, the chest tube was removed, and the patient was sent home. The physician believed that the pneumothorax was not ion-related; this was attributed to the target nodule's proximity to the pleura. The pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.